Event description:
A pt reported experiencing inaccurate low results with an otp meter. The pt's blood glucose results were 77 mg/dl (meter), 210mg/dl (lab). Tests were done within 30 minutes with a difference of 59%. Pt did not experience any adverse events. No further info has been reported.